Manufacturer narrative:
Inspected one opened and used sensor and performed continuity resistance test. Sensor passed per specification. Also, performed bicarbonate buffer test. Sensor passed per specifications with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 217 mg/dl and the sensor glucose was 90 mg/dl. Troubleshoot was performed and the customer stated they were unable to get out of threshold suspend, even after calibration factor equation, as readings will suddenly and randomly plummet even if his blood glucose do not. The sensor will be returned for analysis.